Event description:
Biomed received "fix-it" ticket from (B)(6): "rn programmed pump and expected to infuse 1000 cc at 100 cc/hr to be infused over 10 hours. However, pump infused 1000 cc in 3 hours." Drug is unknown. No tubing or bag saved. No pt harm or medical intervention reported. The customer did not provide any additional pt or event details.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow-up report will be submitted with failure investigation results once the evaluation has been completed.